Event description:
Philips received a complaint on the avalon toco mp transducer showing values are too low. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone #: (B)(6).

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the transducer produced incorrect values. A visual inspection indicated that the transducer's membrane was defective. No repair to the transducer was complete. The customer was provided with a replacement transducer to resolve their issue. Based on the information available and the testing conducted, the cause of the reported problem was a break in the transducer's membrane. The reported problem was confirmed.